Event description:
Pt states that one pump was continually giving her a "high pressure" alarm. Despite having no kinks in tubing and no problems with her IV line. Patient states that this happened two weeks ago, but she thought that she had to wait until the maintenance due date for a new pump (maintenance due (B)(6) 2018; (B)(4). No issue with other pump and no interruption in therapy. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Device is being returned and replaced. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.